Manufacturer narrative:
The device history record (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A review of the log-file confirmed the entered vertex distance of 0mm for treatments. Root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient was treated with a vertex distance of 0 in both eyes which was not caught during data entry. After the 0 vertex was noticed the value was updated to the correct vertex. Additional information received states that the patient complaints of blurry vision in both eyes. The patient is using a topical antibiotic and tapering off a topical steroid. The patient will continue to be monitored to determined if the laser issue or dry eyes is the cause of the blurry vision. The patient was hyperopic pre-operatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.